Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2016 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc one and later had joint effusion in right knee, synovial fluid showed leukocytes 275 cells/mm3, post puncture synovitis, post puncture irritation and swelled (right knee swelling). No concomitant medication or concurrent condition was provided. The medical history included essential thrombocytopenia (nos). The patient had past treatment with oral anti-inflammatory drugs (nos) for chondropathy. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number and expiration date: not provided) into the right knee for grade ii/iii patellar chondropathy and grade ii inner condyle chondropathy in the inner femoral condyle of right patella. It was reported that the patient had 8 cm3 of liquid when he was administered synvisc-one. On an unknown date in (B)(6) 2016, (5-7 days after the administration of synvisc-one), the patient started to experience a mild joint effusion in his right knee. It was reported that in the visit of (B)(6) 2016 the physician took a sample for testing (24 cm3 of fluid was taken). On the visit on (B)(6) 2016, the patient reported that 5-7 days after the infiltration, it swelled. On (B)(6) 2016 the results were received, which showed 275 cells/mm3 leukocytes, negative culture, with no infection and no crystals. The causal relationship as per reporter was related (level of causality: likely). According to the physician, in the last patient's visit on (B)(6) 2016, the symptomatology was resolved and he was even better than before the infiltration. It was also reported that a possible cause for the effusion could be post puncture synovitis/irritation. Corrective treatment: oral corticosteroids (nos) (in descending doses orally for 3 weeks) for joint effusion in right knee; not reported for rest of the events outcome: unknown for synovial fluid showed leukocytes 275 cells/mm3; recovered/resolved for rest events. (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for joint effusion in right knee and knee swelling additional information was received on 10-feb-2016. The ptc results were added and text was amended accordingly. Additional information was received on 16-feb-2016. Additional event of synovial fluid showed leukocytes 275 cells/mm3 was added along with its details. The units for leucocytes value 275 were added. Clinical course was updated. Text was amended accordingly. Additional information was received on 01-mar-2016. Additional events of swelled, post puncture synovitis and post puncture irritation were added along with their details. Event outcome for joint effusion in right knee was updated from recovering/resolving to recovered/resolved. Information on corrective treatment was updated. Clinical course was updated. Text was amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on 03-feb-2016 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc one and later had joint effusion in right knee. No concomitant medication or concurrent condition was provided. The medical history included essential thrombocytopenia (nos). The patient had past treatment with oral anti-inflammatory drugs (nos) for chondropathy. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number and expiration date: not provided) into the right knee for patellar chondropathy (grade 3) in the inner femoral condyle of right patella. It was reported that the patient had 8 cm3 of liquid when he was administered synvisc-one. On an unknown date in (B)(6) 2016, (5-7 days after the administration of synvisc-one), the patient started to experience a mild joint effusion in his right knee. It was reported that in the visit of (B)(6) 2016 the physician took a sample for testing (24 cm3 of fluid was taken). On (B)(6) 2016 the results were received, which showed 275 leukocytes, negative culture, with no infection and no crystals. The causal relationship as per reporter was related (level of causality: likely). Corrective treatment: oral corticosteroids (nos). Outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention. Additional information was received on 10-feb-2016. The ptc results were added and text was amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on 03-feb-2016 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc one and later had synovial fluid showed leukocytes 275 cells/mm3 and post puncture synovitis. No concomitant medication or concurrent condition was provided. The medical history included essential thrombocytopenia (nos). The patient had past treatment with oral anti-inflammatory drugs (nos) for chondropathy. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number and expiration date: not provided) into the right knee for grade ii/iii patellar chondropathy and grade ii inner condyle chondropathy in the inner femoral condyle of right patella. It was reported that the patient had 8 cm3 of liquid when he was administered synvisc-one. On an unknown date in (B)(6) 2016, (5-7 days after the administration of synvisc-one), the patient started to experience a mild joint effusion in his right knee. It was reported that in the visit of (B)(6) 2016 the physician took a sample for testing (24 cm3 of fluid was taken). On the visit on (B)(6) 2016, the patient reported that 5-7 days after the infiltration, it swelled. On (B)(6) 2016 the results were received, which showed 275 cells/mm3 leukocytes, negative culture, with no infection and no crystals. The causal relationship as per reporter was related (level of causality: likely). According to the physician, in the last patient's visit on (B)(6) 2016, the symptomatology was resolved and he was even better than before the infiltration. It was also reported that a possible cause for the effusion could be post puncture synovitis/irritation. The physician further confirmed that it could be a synovitis and not an irritation in the injection site and he stated that the joint effusion was a sign which usually accompanied synovitis. Corrective treatment: oral corticosteroids (nos) (in descending doses orally for 3 weeks) for post puncture synovitis; not reported for synovial fluid showed leukocytes 275 cells/mm3 outcome: unknown for synovial fluid showed leukocytes 275 cells/mm3; recovered/resolved for post puncture synovitis a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for post puncture synovitis additional information was received on 10-feb-2016. The ptc results were added and text was amended accordingly. Additional information was received on 16-feb-2016. Additional event of synovial fluid showed leukocytes 275 cells/mm3 was added along with its details. The units for leucocytes value 275 were added. Clinical course was updated. Text was amended accordingly. Additional information was received on 01-mar-2016. Additional events of swelled, post puncture synovitis and post puncture irritation were added along with their details. Event outcome for joint effusion in right knee was updated from recovering/resolving to recovered/resolved. Information on corrective treatment was updated. Clinical course was updated. Text was amended accordingly. Additional information was received on 07-mar-2016. The events of joint effusion in right knee and swelled were updated as symptoms for the event of post puncture synovitis. The event of post puncture irritation was deleted. Clinical course was updated. Text was amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on 03-feb-2016 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc one and later had joint effusion in right knee. No concomitant medication or concurrent condition was provided. The medical history included essential thrombocytopenia (nos). The patient had past treatment with oral anti-inflammatory drugs (nos) for chondropathy. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number and expiration date: not provided) into the right knee for patellar chondropathy (grade 3) in the inner femoral condyle of right patella. It was reported that the patient had 8 cm3 of liquid when he was administered synvisc-one. On an unknown date in (B)(6) 2016, (5-7 days after the administration of synvisc-one), the patient started to experience a mild joint effusion in his right knee. It was reported that in the visit of (B)(6) 2016 the physician took a sample for testing (24 cm3 of fluid was taken). On (B)(6) 2016 the results were received, which showed 275 leukocytes, negative culture, with no infection and no crystals. The causal relationship as per reporter was related (level of causality: likely). Corrective treatment: oral corticosteroids (nos); outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention.

Event description:
This unsolicited device case from (B)(6) was received on 03-feb-2016 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc one and later had joint effusion in right knee and synovial fluid showed leukocytes 275 cells/mm3. No concomitant medication or concurrent condition was provided. The medical history included essential thrombocytopenia (nos). The patient had past treatment with oral anti-inflammatory drugs (nos) for chondropathy. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number and expiration date: not provided) into the right knee for patellar chondropathy (grade 3) in the inner femoral condyle of right patella. It was reported that the patient had 8 cm3 of liquid when he was administered synvisc-one. On an unknown date in (B)(6) 2016, (5-7 days after the administration of synvisc-one), the patient started to experience a mild joint effusion in his right knee. It was reported that in the visit of (B)(6) 2016 the physician took a sample for testing (24 cm3 of fluid was taken). On (B)(6) 2016 the results were received, which showed 275 cells/mm3 leukocytes, negative culture, with no infection and no crystals. The causal relationship as per reporter was related (level of causality: likely). Corrective treatment: oral corticosteroids (nos) for joint effusion in right knee; not reported for synovial fluid showed leukocytes 275 cells/mm3. Outcome: unknown for synovial fluid showed leukocytes 275 cells/mm3; recovering/resolving for joint effusion in right knee. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention. Additional information was received on 10-feb-2016. The ptc results were added and text was amended accordingly. Additional information was received on 16-feb-2016. Additional event of synovial fluid showed leukocytes 275 cells/mm3 was added along with its details. The units for leucocytes value 275 were added. Clinical course was updated. Text was amended accordingly.